Event description:
Patient was implanted with dhs construct on (B)(6) 2011 for a basi-cervical neck fracture. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware due to a malunion. Surgeon removed all hardware and revised patient to 120 degree osteotomy plate construct. Patient tested positive for (B)(6). This is the first report of 6 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record review has been requested.